Event description:
The customer observed a non-repeatable higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. A vitros tropi es result of (B)(6) vs. A correct result of (B)(6) was obtained and reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected result was questioned by a health care provider and a correct result was issued following repeat testing. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a non-repeatable falsely elevated vitros trop I es result occurred from a patient sample processed on the vitros 5600 system. Vitros tropi es precision testing demonstrated the vitros 5600 system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected result. The investigation confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.